Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Dr. Revised a patient that had a restoration modular stem/head and a (B)(4) cup/liner. The patient had original surgery by a different dr. With a (B)(4) cup and stem. Due to an incident, the patient was then revised by the first dr. To a restoration modular stem and dal miles plate. After this, dr. Received the patient and claimed the patient's leg length on the replacement side was "over a cm too long." His goal of this revision was to shorten the patient. He claimed the proximal cone body was a +20 or 30 so he was planning to remove the cone body and go with a shorter one but larger to gain more offset as well. During the surgery, he removed the plate and then attempted to remove the cone body, but after several attempts using the body/stem separator broke. He was unable to remove the cone body and thus only changed the head from a biolox delta 36 -2.5 to a cocr 36 -5 head.